Event description:
As reported by the edwards field clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure there was a right external iliac to right common femoral artery dissection. The vessel was repaired with a graft. The patient remained stable throughout the procedure and left the room in stable condition. Per report, surgical cutdown was performed on the right groin and a 22fr retroflex 3 sheath was inserted. The sapien valve was successfully deployed. Upon removal of the sheath the vascular injury was noted. Per additional information received there was nothing abnormal noticed while inspecting the device prior to use. There was no difficulty encountered during insertion or removal of the dilators or the sheath. No problems were noted while using the closure devices. The event was attributed to the patient being frail and having a borderline vessel diameter (7.5mm).

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum lumen diameter for the rf3 (22fr) sheath is 7mm. In this case, access was gained via surgical cutdown and there was noted mild calcification and mild tortuosity. It is possible that patient factors (vessel diameter, calcification and/or tortuosity not appreciable on imaging) along with procedural considerations contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.